Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid leakage from the cassette lines. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the event. The peritoneal dialysis registered nurse (pdrn) reported that the patient re-set their treatment twice on and they discovered two fluid leaks. The pdrn stated that they believe that the issue is caused by user error. The pdrn stated that the patient is not closing the cycler door all the way and this is causing the issue. The pdrn stated that once the cone is broken and the door is open the fluid runs out of the lines below the cassette organizer. The pdrn stated the patient and patient contact were trained multiple times on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn stated that most of the issues that the patient has been experiencing are caused by user error. The pdrn stated that the patient and patient contact repeatedly have trouble during the patient¿s pd treatment. The patient is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition the alleged incident occurred during step 3 of setup and at this time the previous stages were completed successfully. Therefore, the event could be attributed to the end user accidentally closing the clamp. In accordance with the user guide it states ¿clamp any line that is not connected to a solution bag. Keep the heater bag line (red clamp), drain line (yellow clamp), and patient line (blue clamp) open throughout setup and treatment.¿ in addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint.